Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. According to clinical support, the rainbow glare effect is a general side effect that is mentioned in the laser manuals. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient complained of rainbow glare post lasik. The patient is very bothered by it. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, event started occurring one to two days after surgery in the left eye. By day three, event was much worse. Symptoms are continuing.